Event description:
It was reported that the patient presented to the hospital feeling symptomatic. The EKG revealed inhibition with a ventricular escape rhythm. The right ventricular lead exhibited over sensing. The lead sensivity would be reduced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.